Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with bso. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia and organ perforation. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a laparoscopic-assisted vaginal hysterectomy due to menometrorrhagia, uterine fibroids, obesity, and stress urinary incontinence. The doctor¿s findings state, ¿the patient¿s morbid obesity significantly complicated the surgery, making it difficult to put her in the trendelenburg position and difficulty to get good visualization during the surgery.¿